Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) displayed a 'lifeband not recognized' message was confirmed based on the review of the archive data and during the visual inspection. The probable cause of the reported message was due to the lifeband band clip not being fully inserted in the encoder spool shaft of the autopulse platform, as a small piece of the lifeband band clip was noted in the drive shaft slot. During visual inspection, a small piece of the broken clip was noted inside the platform driveshaft. The root cause of the broken clip was not conclusively determined; however, damage due to applying excessive force upon removing the lifeband band clip from the drive shaft slot could not be ruled out. The archive data was reviewed and contained a user advisory (ua) 12 (lifeband not present) error message around the reported event date, thus confirming the reported complaint. The functional testing of the autopulse platform could not be performed due to the broken clip inside the drive shaft slot. The broken lifeband band clip was removed to address the reported complaint. After removing the broken lifeband band clip, the autopulse platform was subjected to a run-in test using lrtf (large resuscitation test fixture), and the platform functioned as intended. Following the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6)) displayed a "lifeband not recognized" message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.